Event description:
Journal reference: w.m.m. Schupbach, et al. "Stimulation of the subthalamic nucleus in parkinson's disease: a 5 year follow up." J. Neutrol. Neurosurg. Psychiatry 2005; 76: 1640-1644. The article discusses the long term benefits of bilateral stimulation of the subthalamic nucleus (stn) in pts with advanced levodopa responsive parkinsons disease (pd). The study assessed 37 pts with pd treated with bilateral stn stimulation for five years. The pts were implanted with model 3389 lead bilaterally and model 7424 neurostimulator. Reportable events: transient adverse events observed during the peri-operative period included. The 3389 lead (n=6) - three pts experienced a hypomanic state. The 3389 lead (n=12) - six pts experienced confusion. The 3389 lead (n=2) - one pt had emotional lability for a few days. The 7424 ins (n=4), 3389 lead (n=4) - two pts experienced transient urinary retention requiring transurethral resection of the prostrate. The 3389 lead (n=1) - one pt had accidental lead disconnect requiring re-implant. The 7424 ins (n=3) - three pts had infection of left neurostimulator resulting in explant.

Manufacturer narrative:
This report is being filed under exemption. See scanned pages.